Event description:
The customer reported the hemoglobin (hgb) parameter was recovering high out of specification on the high level of the 4c controls on the coulter® act diff 2 analyzer. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results reported out of the laboratory and no death or injury is attributed to this event and there was no change to patient treatment. The issue occurred on controls only. The customer did not cycle patient samples through instrument during the event.

Manufacturer narrative:
The fse confirmed the proper bubbles were not being applied to the apertures. The fse determined the tubing at lv5 was too long for proper flow and became pinched. The fse cut the tubing and re-attached to lv5 resolving the issue. (B)(4).